Event description:
Customer reported that the transformer housing for their pump in style device is broken open, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to contact the customer for follow up information have been unsuccessful and are ongoing. The original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).